Event description:
Event description cpi received information that during a routine follow-up, this implantable pulse generator (ipg) was found programmed to a setting other than what had been prescribed.